Event description:
It was reported that the patient presented for a right ventricular (rv) leadless pacemaker (lp) implant procedure on (B)(6) 2025. Redocking was attempted as the rvlp exhibited no increase in pacing impedance. During redocking, the helix was stretched; therefore, the first rvlp was not implanted and a second rvlp near at hand was used instead. The second rvlp was then introduced, but the helix had stretched, as well, during mapping. Eventually, the second rvlp was not implanted and a third rvlp near at hand was implanted successfully instead. Patient condition was stable.